Event description:
It was reported by service report that half of the rubber came off one of the stretcher wheels and the brakes are unable to operate to specifications. The customer could not determine whether there was patient involvement and/or adverse consequences.